Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as a touch contamination from diarrhea. On an unreported date, the patient was hospitalized for the event and began treatment with an unspecified antibiotic (dose, frequency and route not reported). Fourteen days after event onset, treatment was discontinued. The patient was recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. Action taken with dianeal therapy was not reported. No additional information is available.